Event description:
New information noted that an infection was suspected.

Event description:
It was reported that the patient presented with pocket erosion. The entire system was explanted. The patient was in stable condition.

Manufacturer narrative:
It was reported that the patient presented with pocket erosion. Interrogation of the device revealed it was above eri when received. Based on this information, the device was found to communicate appropriately with a merlin programmer and has not reached the elective replacement indicator (eri).